Event description:
Customer reported via phone call, the insulin pump had alarmed button error and it's not functioning. Customer's blood glucose was 170 mg/dl. Customer stated the buttons are clicking but she just got the alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump had alarmed and the esc and act button weren't responding due to corroded keypad traces. The device had minor scratches on the display window, cracked reservoir tube lip, and missing end cap sticker.